Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported oxygen flow out of specification. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 29 aug 2019. The service technician confirmed the oxygen concentration was out of the allowable range. The service technician confirmed the flow sensor assembly was replaced. Unit was checked overall, cleaned, run in tests and functionally tested. A gas delivery system (gds) assembly was returned for analysis. An investigation was performed and the defective u1 on the air flow sensor printed circuit board assembly created the air and oxygen (o2) flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.